Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that on (B)(6) 2018, when the hcp was attempting to put the ins into MRI mode, the ins "went off" and the patient was suddenly in pain. The hcp did not know if the MRI was related to the device/therapy. Troubleshooting could not be performed on the call because the hcp declined and requested a manufacturer representative (rep) go to the clinic to assist the hcp to resolve the reported issues. No further complications were reported or anticipated.